Event description:
Resident was being transferred with two cna. Legs of hoyer were bumped & moved from wide to narrow. Lift tipped & res fell to floor, fractured r leg. Maint dept insp 10/11. On insp 10/27-found locking tooth broken. Replaced 10/27.